Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the helix of one of the intended pacing leads was unable to be screwed. The lead was not used and was replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of failure to extend helix was confirmed. Final analysis found that as received, a distal portion of the lead was returned in one piece clogged with blood and tissue. Visual and x-ray examination of the helix mechanism were done and there were no anomalies found or distortion of the helix or inner coil that would have contributed to the helix issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood and tissue.

Event description:
New information received noted that the helix of the right ventricular (rv) failed to extend and was observed before it was placed inside the patient's body.